Manufacturer narrative:
Additionally, the device data was retrieved and reviewed by clinical. As described there was likely a lot of bleeding in the bowl and the recirculation pump was running continuously for the first 50 minutes of the perfusion. It would appear likely that the metra entered into low reservoir mode as designed but then remained in low reservoir mode for approximately 11 minutes. During this time artery and ivc flows and pressures were impacted as described and the portal vein pinch valve remained completely shut. The reported event indicates that the reservoir was full at some point during this period, which could likely indicate an air lock inside the flow sensor, leading the machine to believe that the reservoir remained empty. However, the root cause could not be determined conclusively.

Event description:
It was reported that the device user (du) reached out to clinical specialist (cs) initially regarding message code 300 (ascites pump running continuously) and a low reservoir. The du confirmed there was significant bleeding when the liver was put on the device and the recirculating pump was running continuously. The cs informed the du that the recirculating pump is running continuously to catch up with the bleeding on the bottom of the liver bowl. She informed her that message code 300 would go away when the recirculating pump stops running continuously and the volume under the bowl is no longer present. The device user (du) called the clinical specialist (cs) approximately 15 minutes later to inquire why the portal and arterial flows were not displaying. It was first noted that the portal pinch valve was at 100% and the device was in low reservoir mode. The inferior vena cava (ivc) pressure was -11, the ivc flow was around 0.2, and the portal and arterial flows were displayed as dashes. The cs also noted that the reservoir bag was completely full, and the recirculating pump was no longer running. The cs had the du perform troubleshooting. This brought the device back in liver on board and flows stabilized. Subsequently, the du messaged they will be declining this liver due to the low arterial flow while the device remains in low reservoir mode for an extended period time, despite filling back up.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The ifb board and flow sensors were inspected and confirmed to be securely connected. Arterial and ivc flows confirmed to be within acceptable range. The portal flow sensor operation was tested with no issues found.

Event description:
It was reported that the device user (du) reached out to clinical specialist (cs) initially regarding message code 300 (ascites pump running continuously) and a low reservoir. The du confirmed there was significant bleeding when the liver was put on the device and the recirculating pump was running continuously. The cs informed the du that the recirculating pump is running continuously to catch up with the bleeding on the bottom of the liver bowl. She informed her that message code 300 would go away when the recirculating pump stops running continuously and the volume under the bowl is no longer present. The device user (du) called the clinical specialist (cs) approximately 15 minutes later to inquire why the portal and arterial flows were not displaying. It was first noted that the portal pinch valve was at 100% and the device was in low reservoir mode. The inferior vena cava (ivc) pressure was -11, the ivc flow was around 0.2, and the portal and arterial flows were displayed as dashes. The cs also noted that the reservoir bag was completely full, and the recirculating pump was no longer running. The cs had the du perform troubleshooting. This brought the device back in liver on board and flows stabilized. Subsequently, the du messaged they will be declining this liver due to the low arterial flow while the device remains in low reservoir mode for an extended period time, despite filling back up.